Event description:
Customer reported to beckman coulter, inc. (Bec) that they were having problems with the cl (chloride) and co2 (carbon dioxide) channels on the synchron cx 9 alx clinical system (cx 9). Customer reported that they had trouble calibrating the co2 channel after attempting to calibrate twice. Customer indicated that the cx 9 generated erroneous results. Customer indicated that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the co2 measuring and reference electrodes, and the cx3 side sample probe, as well as removed and cleaned the flowcell.